Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device, rigid tube failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor video image, grainy image was caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor video image (grainy). The event occurred during set up in room / before patient in room. There were no reports of patient harm.